Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed.analysis of the device memory indicated oversensing associated with the right ventricular lead. Twenty two non-sustained tachycardia (nst) episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2016. The criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2016 for v-sic and nsts.the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance fairly steady at approximately 737 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016.oversensing due to non-physiologic signals/sic (sensing integrity counter). A 434 v- sensing integrity counter (sic) since last session 1.1 hours ago. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Right ventricular pace impedance fairly steady at approximately 737 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016.

Event description:
It was reported that the patient's lead had a fracture. The lead was partially explanted. No patient complications have been reported as a result of this event.